Event description:
Implanted with bard mesh, size 3" x 8", for incisional hernia in 2007. Constant abdominal pain since then -- large sausage -like lump on left side of abdomen that swells and causes constant pain. I have had the following tests: CT scan, small bowel follow-through, mr enterography because the doctors told me it was crohn's disease. All tests came up negative for active crohn's disease. I now have to go to a pain clinic next week to find some sort of alternative -ultrasound therapy, nerve blockers, etc. - to stop the pain. I was told that it feels like the mesh rolled or balled up on the left side. Diagnosis or reason for use: incisional hernia.